Event description:
It was reported that a spectrum infusion pump was constantly alarming an "upstream occlusion". It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the "upstream occlusion" alarms. The device was operating out of specification. It was determined that the root cause for the reported symptom was a wide inscribed pin dimension, which has been known to cause false upstream occlusion alarms. The ultrasonic sensor was replaced to correct this condition.